Event description:
It was reported that there was a fluctuation in the atrial lead impedance of greater than 30%. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable tachy lead (B)(6) 2009; d154awg implantable cardioverter defibrillator (B)(6) 2009. (B)(4).